Event description:
Seven corpacks were sampled per usual procedure. At visual examination or with a magnifying glass, the products showed presence of strands and particles, which is not complaint with the product standards.

Manufacturer narrative:
The product is expected to be returned for add'l testing. This medwatch reflects two products with the same catalog and lot numbers. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-00893 and 9616099-2008-00894. Add'l info will be submitted upon 30 days of receipt.